Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture and malposition was received on december 16, 2025, with lot number 3346428. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "boob popped" confirmed via MRI. Later, healthcare professional reported "rupture". Later, patient reported "change in orientation". This record is for the right side. The device was explanted, replaced and has been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "boob popped" confirmed via MRI. Healthcare professional later reported "rupture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Patient reported "boob popped" confirmed via MRI. Later, healthcare professional reported "right rupture". Later, patient reported "change in orientation". This record is for the right side. The device was explanted, it's unknown if it will be returned.